Event description:
Hill-rom received a report from the account stating that the head of bed lowered all by itself (self-run). The bed was located at the account in the service area. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The hill-rom technician found no problems with the bed. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Run the head section to the full upper and lower limits to ensure proper function of the limit switches. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician inspected the head drive system, CPR latch, and in serviced the account on operations of the CPR and head controls. Based on this information, no further action is required.